Manufacturer narrative:
Concomitant medical products: 5568-45 lead, implanted: (B)(6) 2000. Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was chronic high rv (right ventricular) threshold. During the replacement procedure, the rv lead could not be detached from the device header due to a grommet issue. The rv lead had to be cut and partially explanted and replaced, and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.